Event description:
Reporter alleged blood glucose measured 445 mg/dl back to back with a result of 192 mg/dl performed within 2 minutes of each other and customer went to the clinic as a result. No treatment was reportedly received. A request was made for the return of the subject device and replacement was sent.